Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, leak tested and pressure tested. No anomalies were found with the cylinders. The reservoir was visually and microscopically examined and leak tested. No anomalies were found with the reservoir. The pump was visually and microscopically examined, leak tested and functionally tested. The kink resistant tubing (krt) had a leak from fatigue. Visual inspection under microscope of the pump revealed that the deflation spring was found misaligned. Based on the information available and analysis results, the identified krt leak and misalign deflation spring in the pump could have caused or contributed to the reported clinical observation of inflation issues.

Event description:
It was reported that the inflatable penile prosthesis (ipp) did not perform as expected as it would not inflate. The patient underwent a revision surgery ant the device was removed. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the inflatable penile prosthesis (ipp) implanted in 2014 malfunctioned, it is not inflating. The patient is scheduled for a revision on (B)(6).